Event description:
Customer reported one sars-cov-2 tma run using assay lot 278948 on panther instrument sn (B)(4) which had a high number of positive samples. The wl in question (B)(4) had 27 suspected false positives out of 78 samples. The samples came from a different lab, but customer did not provide the initial results or specific samples to compare against the wl in question. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results beings reported to patients.

Manufacturer narrative:
Hologic technical support (ts) reviewed logs and found no instrument or assay performance issues; the runs before and after the wl in question were normal and valid. The wl in question was valid with normal control rlu values, but a few sample racks had higher normal positives with clusters throughout. Ts advised to clean all sample racks daily and perform monthly maintenance, and hologic product applications specialist (pas) agreed with ts's suggestions. No further issues reported. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4) aptima sars-cov-2 (B)(4) and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.